Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient wanted help adjusting their therapy to address return of symptoms. The patient stated they were in a car accident a week ago and soon after they noticed that they saw ¿quite a bit of shaking¿ in their left hand. The patient stated a tremor was always present, but the device/therapy helped manage it and the ¿tremor was more frequent than before the accident.¿ the patient stated that they were shaking like they hadn't had therapy at all. The patient had put in new programmer batteries and notified their hcp of the car accident. They didn't give a clear answer as to whether the hcp had given guidance on making adjustments to stimulation so troubleshooting was done. It was shown that the stimulation was off, but during troubleshooting the patient seemed to have some confusion over button use and seemed to think the on/off was regarding the programmer rather than the ins. It was reviewed how to turn stimulation on, and this had resolved the issue. The patient reported that tremors in the right was gone and tremor in the left hand was under control.